Manufacturer narrative:
Additional information was provided in section b5 describe event or problem this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be depleting faster than expected. A save to disk was sent in for engineering analysis. Boston scientific technical services could not confirm an anomaly. Additional information was received on 27aug2021, it was reported that this device was explanted. No additional adverse patient effects were reported. Device will not return for analysis, it was discarded by the facility.

Event description:
It was reported that this pacemaker was suspected to be depleting faster than expected. A save to disk was sent in for engineering analysis. Boston scientific technical services could not confirm an anomaly. Additional information was received on (B)(6) 2021, it was reported that this device was explanted, and will return to boston scientific for analysis. This report will be updated once analysis is complete. No additional adverse patient effects were reported.